Event description:
Information was received indicating that during filling a smiths medical cadd cassette reservoir, leakage was noted near the blue cap from the tubing of the cassette. No adverse effects were reported.